Event description:
The customer contact reported difficulty regulating flow; subsequently the pt received less medication than intended. The tubing set was being used to deliver an unspecified concentration of neo-synephrine. The cair clamp was being used to regulate flow. After an unspecified length of time in use, the nurse anesthetist noted that the pt's blood pressure "went way up" and that the flow rate was "much slower than we had set it at." The customer contact reported that the pt's blood pressure was returned to a "normal range by constantly manipulating the cair clamp and keeping an eye on drips and bp." No medical interventions were required. There were no reported adverse pt sequelae. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. All affected customers were notified via a device info letter.